Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open low anterior resection procedure. The patient's medical history is cancer with chemotherapy. The patient had thick / fibrous tissue. The stapling device was being used for the colon resection. The stapler reload did not perform as expected. The stapler was able to fire but there was poor staple formation. There were unformed staples left in the cartridge, it did not staple or cut. The central part of the staple line was incomplete. In order to fix the staple line, a new manual stapling handle and thicker reload were used. There is no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received, the tissue was not fully transected. The handle made cracking sound. Staples were not successfully deployed, that is why surgeon opened another reload. There is no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the halfway point. Functionally the reload was loaded into a post market vigilance instrument, the interlock was over ridden, and the reload was applied to test media. All remaining staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.